Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Health effect - clinical code additional information was requested, and the following was obtained: patient went back to or and dr noticed that surgicel powder was left subplatysmal and substernoclerdamastostoid / peri-carotid space and had yellow discharge. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What is the surgeon¿s opinion of the relationship between the surgiflo and the patient¿s post-operative course? This was a complaint with concern related to surgicel powder, not surgiflo. 2. Please describe the type of surgiflo used, was it the surgiflo hemostatic matrix or surgiflo with thrombin? It was the surgicel powder. 3. What is the surgeon¿s opinion of the relationship between the fibrillar and the infection? His concern is the surgicel powder causes the tissue ph to lower thereby causing an environment where vicryl can dehisce. 4. How many days post-operatively did the wound dehisce? Approximately 7 days post op 5. Were there any precipitating patient stress factors that may have contributed to the wound dehiscence? No. 6. On what tissue was the suture used/location of suture placement? Both carotid and brachial artery incisions - at the level of the anastamoses/deep tissue. 7. What tissue dehisced? This author was able to see the dehiscence at the skin incision of the brachial incision, unclear if there were other areas of dehiscence. 8. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. 9. How was the suture placed (interrupted or continuous)? Continuous. 10. How was the suture tied (square knot or multiple knots one end)? Square knot followed by multiple knots. 11. Onset date/time of dehiscence? (# post op days) as above, around post op day 7. 12. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. The following information was requested, but unavailable: 1. What are the product code and lot number of the vicryl suture? Unknown. 2. Did the vicryl suture break post-operatively? Unknown. 3. Did the vicryl suture pull out of the tissue? Unknown. 4. What was the appearance of the suture during the re-operation? Unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 50 year old, female, 203 lb, bmi 30.0 2. What are the name and date of index surgical procedure? Re-do right carotid artery exploration, right common carotid endarterectomy with patch angioplasty, resection of right proximal carotid to axillary bypass graft, right carotid to brachial artery bypass, right-supported ptfe, 5mm on (B)(6) 2025. 3. What were the diagnosis and indication for the index surgical procedure? Congenital subclavian disease with failure of carotid subclavian bypass and subsequent failure of carotid axillary bypass. Diagnosis of acute occlusion of axillary artery due to thrombosis (cms-hcc). 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Pre-existing medical conditions/past medical history include benign essential hypertension, carotid atherosclerosis, subclavian artery stenosis, hypothyroidism, hashimoto's thyroiditis, iron deficiency anemia. Approximately 24 years ago underwent carotid subclavian artery bypass with vein. Surgical interventions include angiography of right upper extremity on (B)(6) 2024, re-do right carotid artery exposure, right carotid to axillary artery bypass, 5mm ring-supported ptfe on (B)(6) 2025, angiography of the right upper extremity on (B)(6) 2025. 5. Was there any intraoperative concurrent use of other products? Surgicel fibrillar, surgiflo and vicryl sh 3-0 sutures. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? To provide hemostasis with small areas of oozing not amendable to other methods. 7. Where was the surgicel used (on what tissue)? Both carotid incision and brachial artery incision in the subcutaneous and perianastamotic tissue. 8. Was the surgicel product left in place? Yes. 9. What were current symptoms following the index surgical procedure? What was the onset date? Onset around on (B)(6) 2025, symptoms included swelling at the incision sites with subsequent wound dehiscence at the. 10. Were cultures performed? If yes, results? Yes - six cultures were taken; all negative for growth. 11. Has any surgical or medical intervention been performed? Yes, patient went for right neck wound exploration, evacuation, washout, and reclosure with right brachial artery wound exploration, evacuation, washout and reclosure on (B)(6) 2025. 12. What is physician¿s opinion as to the cause of this event? Concern for surgipowder causing ph to be lowered and subsequent loss of tensile strength to vicryl suture resulting in wound dehiscence and need for reoperation. 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? No. 14. What is the patient¿s current status? Status post washout, has been discharged from the hospital and recovering along normal pathways at this time. 15. What is the users experience w/ surgicel powder and other hemostatic agents? Has used in a number of prior cases. The following information was requested, but unavailable: 1. What are the product code and lot number? Do not have information available. 2. How much surgicel was used during the procedure? Do not have information available. 3. Was the excess irrigated and removed? Do not have this information available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the surgeon¿s opinion of the relationship between the surgiflo and the patient¿s post-operative course? 2. Please describe the type of surgiflo used, was it the surgiflo hemostatic matrix or surgiflo with thrombin? 3. What is the surgeon¿s opinion of the relationship between the fibrillar and the infection? 4. What are the product code and lot number of the vicryl suture? 5. Did the vicryl suture break post-operatively? 6. Did the vicryl suture pull out of the tissue? 7. What was the appearance of the suture during the re-operation? 8. How many days post-operatively did the wound dehisce? 9. Were there any precipitating patient stress factors that may have contributed to the wound dehiscence? 10. On what tissue was the suture used/location of suture placement? 11. What tissue dehisced? 12. What was the tissue condition (normal, thin, calcified, fragile, diseased)? 13. How was the suture placed (interrupted or continuous)? 14. How was the suture tied (square knot or multiple knots one end)? 15. Onset date/time of dehiscence? (# post op days). 16. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The account has seen four infections associated with absorbable hemostat. Additional information was requested.